Event description:
Admission process in progress. Patient given breakfast earlier - accucheck done prior to transport upstairs - read "hi". Doctor notified - orders for 10units regular insulin received and given. Serum glucose ordered per protocol (drawn prior to insulin administration). Serum glucose of 253 resulted per chart results approximately 20 minutes post insulin administration. Doctor notified of result variance - orders received. Accucheck repeated thirty-five minutes post insulin administration - result 161. Accucheck equipment from another area used. Lab here - accucheck equipment replaced at that time. Updated report given to floor rn. Patient remained alert, oriented, pink, warm dry.